Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specifications and passed self-test and displacement test. Insulin pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had several pump error alarms. Troubleshooting was performed and they were able to rewind the insulin pump and bolus was recorded in the daily bolus history. A replacement insulin pump will be sent to due several pump error alarms. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.